Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer alleged that the load fill tubing sequence was inadvertently performed while connected to the site. The customer's blood glucose (bg) level decreased to below 50 mg/dl. Customer required assistance consuming carbohydrates and juice to treat bg level. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.